Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause for the foreign material adhered to forceps elevator / insertion section was dirty, was unable to be determined. The foreign material is yellowish/brown in color but it is unknown what the foreign material is. The event can be prevented by following the instructions for use: "tjf-q170v operation manual chapter 3 preparation and inspection shows how to detect the events. Tjf-q170v reprocessing manual chapter 5 reprocessing the endoscope shows how to prevent the events." Olympus will continue to monitor field performance for this device.

Event description:
The duodenovideoscope was returned as part of the asset return process. During routine inspection of the device by olympus, the forceps elevator was found to have an unknown foreign material. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned and evaluated as part of the asset return process. In addition to the forceps elevator being found to have an unknown foreign material, evaluation findings are as follows: the adhesive on the bending section cover was detached, the nozzle was deformed (due to this, the water removal ability did not meet the standard value), and the connecting tube was scratched and dirty. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.